Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. No foreign body sample was retained for evaluation. A picture of the valve was provided. Customer report of black spots was confirmed through image evaluation. Three color pictures were provided. Picture 2 showed a valve jar from the reported model, size and serial number. Picture 1 showed the liquid inside the jar. As per picture provided the liquid seemed to be transparent in color. Picture 3 showed a mitral valve implanted (inflow side visible) with several dark spots on all three leaflets. Blood residue could be noticed on one of the leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that thrombus like black foreign particulates were noticed on this 7300tfx25 valve during implantation. Reportedly, no particulates were observed when the jar was opened, the solution in the jar is clean and particle free, and no particles washed out of the leaflets. Foreign particulates were found on the leaflets (one 2 to 3 mm large, one about 1 mm, and a large number of the rest in the form of black spots) when the tricentrix system and fixator were removed after the knotting was completed. Large pieces were removed with tweezers but no foreign body sample was retained for evaluation. The clinicians feedback revealed that the leaflets were whitish in color during washing. After flushing, there were still some black spots that could not be flushed out at the time of implantation. Initially, customer reported that as per clinical judgment, it was thrombus like material. However later on the customer alleged that the particles could be described as thrombus like material, but can be confirmed as not belonging to the patient tissue. The device remained implanted. The patient was noted as to be under treatment without adverse events observed.

Manufacturer narrative:
Based on investigation results there was no manufacturing deficiency identified based on DHR review and manufacturing process review with cross- functional team. The current mitigations, which were reemphasized during the awareness communication, are deemed to be sufficient to detect and reject particulates or fibers. A DHR review was performed, and no related non conformances were found. The lot history review showed no similar events. The images provided show black spots on the leaflets of the valve, but neither the contaminants/particulates nor the valve were returned for further investigation. There are multiple inspection points before the valve leaves edwards, and black foreign particulates on the leaflets would not pass inspection. Furthermore, the customer indicated that no particulates were observed when the jar was opened, the solution in the jar is clean and particle free, and no particles washed out of the leaflets. It is highly unlikely there would be so many particulates on the inflow aspect of the leaflets, but no noticeable particulates found on the outflow aspect during inspection by the customer before implantation. Of note, the tricentrix holder is not black and would not leave black particulates upon removal. It is possible the particulates got on the leaflets during preparation or implantation. Based on the information available, a definitive root cause cannot be conclusively determined, but there is no evidence to suggest a design or manufacturing defect.